Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from okr and similar past cases, there was the possibility that this phenomenon was attributed to the gap of the glue of the light guide lens which was generated due to the physical stress / the chemical stress / the storage environment / the aging deterioration and so on. Consequently, the dirt invaded inside of the light guide lens.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that there was a dirt inside the light guide lens. There was no report of patient injury associated with the event.